Manufacturer narrative:
Per the clinic, the device was explanted on b)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 7, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 12, 2024.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced open circuits on all electrodes. The implanted device remains. It is unknown if there are plans to reimplant the patient as of the date of this report.